Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist sleeve of the minicap transer set could not be fully closed. This occurred when testing the twist clamp during a transfer set change. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted the twist clamp was not fully aligned to the notch of the main body. Functional testing including leak and clear passage tests were performed with no issues noted. No internal leak through the closed clamp was observed during the clamp function test; however, the detent of the twist clamp would not fully align with the notch of the main body. The reported condition was verified. The sample did not meet specification. The cause of the condition was related to manufacturing during the milling process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.